Event description:
This unsolicited case from united states was received on 27-jul-2017 from a physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc injection and later after few days couldn't walk, her right knee red, right knee swollen, puffy and couldn't stand up on the knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient previously received another visco supplement in 2014 (not synvisc) and did well with that. Patient had no known allergies. On an unknown date in (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot and expiration date not provided). Health care professional (hcp) aspirated from right knee prior to beginning series. Patient received first synvisc injection without problems. Patient received second injection on monday or tuesday of this week. On an unknown date in (B)(6) 2017, the following morning, patient could not stand up and the right knee was swollen, puffy, red (latency: few days). Patient returned to hcp who injected her with cortisone to calm knee but did not aspirate. Patient was currently refusing third injection. Patient status was unknown at this time. Action taken: unknown. Corrective treatment: cortisone for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for all events additional information was received on 08-aug-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 02-aug-2017: this case concerns a female patient who received synvisc injections and later had swollen, puffy and red right knee. She couldn't walk and stand up on the knee. Based upon the information available, a causal role of suspect product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, underlying condition, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 27-jul-2017 from a physician. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after few days couldn't walk, her right knee red, right knee swollen, puffy and couldn't stand up on the knee. No relevant medical history, concomitant medications and concurrent conditions were reported. Patient previously received another visco supplement in 2014 (not synvisc) and did well with that. Patient had no known allergies. On an unknown date in (B)(6) 2017, patient initiated treatment with intra- articular synvisc injection (dose, frequency, indication, batch/lot and expiration date not provided). Health care professional (hcp) aspirated from right knee prior to beginning series. Patient received first synvisc injection without problems. Patient received second injection on (B)(6) of this week. On an unknown date in (B)(6) 2017, the following morning, patient could not stand up and the right knee was swollen, puffy, red (latency: few days). Patient returned to hcp who injected her with cortisone to calm knee but did not aspirate. Patient was currently refusing third injection. Patient status was unknown at this time. Action taken: unknown. Corrective treatment: cortisone for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for all events pharmacovigilance comment: sanofi company comment dated 02-aug-2017: this case concerns a female patient who received synvisc injections and later had swollen, puffy and red right knee. She couldn't walk and stand up on the knee. Based upon the information available, a causal role of suspect product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.